Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was determined that the right atrial (ra) lead exhibited undersensing, which led to the device detections misidentifying the arrhythmia and providing treatment. The lead was programmed off, and the device parameters were reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.